Manufacturer narrative:
The investigation of low pump flow has been completed. Clinical states that the patient was on ECMO and impella and doctors had removed and re-inserted ECMO when the flows were thought to be causing lung issues. Patient had lung edema and pump flows were thought to be wrong. Pump was returned for investigation. The pump cannula and impellers were clean of biomaterial. The purge gap of the pump had biomaterial. No catheter kink observed. Data logs were not returned for investigation. Without the data logs, it is not possible to confirm if the biomaterial was ingested or was pulled in from sheath during explant. Therefore, based on the clinical information and product evaluation, the root cause of the low pump flow issue was not determined since data logs were not returned to confirm biomaterial ingestion. D9 device returned to manufacturer date added h6 health effect - impact code 4641 and medical device problem code 1248 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-27857.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant had a impella 5.5 and extracorporeal membrane oxygenation (ECMO) support ongoing for a patient being bridged to transplant. While on impella support the doctors reduced the ECMO until 3 liters per minute and weaned. After two days the patient got worst and they put an ECMO again. The lungs were totally white and the decided to implant a centrimag in the left ventricle and the patient lungs got better. The pump was explanted as they had bridged to transplant and the procedural outcome was the patient survived surgery. The procedural outcome was the patient survived surgery.